Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported an inpatient's IV site at the left antecubital was noted to be leaking prior to a CT scan .the leak was noted when rn went to start antibiotics after the patient had been receiving IV fluids all night. Blood was noted under the dressing. The products were rethreaded and the IV site was re-dressed. Resistance was noted when flushing. The IV site was then removed and an IV access was established on the patient's other arm. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing resulted in no leaking while the tubing was manipulated at each engagement. The root cause of the customer¿s report was not identified.

Event description:
The customer reported an inpatient's IV site at the left antecubital was noted to be leaking at the catheter and connector site prior to a cta scan of the chest to evaluate the pulmonary arteries. The leak was noted when rn went to start antibiotics after the patient had been receiving IV fluids all night. Blood was noted under the dressing. The products were rethreaded and the IV site was re-dressed, however resistance was noted when flushing. The IV site was then removed and an IV access was established on the patient's other arm. There was no patient harm.